Event description:
This report summarizes one malfunction event. A review of the event indicated that model rf320j allegedly experienced malpositioning, failure to expand and positioning problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 17 year old female patient weighs 145 lbs.

Manufacturer narrative:
H10: the lot number was not provided for the reported malfunction; therefore, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided and reviewed. The investigation is confirmed for activation failure, positioning problem and filter tilt. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the malpositioning and failure to expand, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model rf320j allegedly experienced malpositioning and failure to expand. This report was received from one sources. The device was used inside of the (B)(6) female patient. The patient's weight and status were not provided.